Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact reported the customer experienced multiple temperature alarms when attempting to charge the pump. Reportedly the pump was not exposed to any extreme temperatures. In addition, it was reported that the pump could not be charge. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
Temperature alarm - 213, 71.